Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found under imaging that the right ventricular (rv) leadless pacemaker (lp) exhibited stretched helix. The rvlp was not implanted and an alternate near at hand was implanted instead on (B)(6) 2025. Patient condition was stable.

Manufacturer narrative:
The reported event of helix stretch was confirmed. The device was returned in one piece for analysis. Visual inspection noted the helix was stretched out of specification, with the elongation consistent with having occurred during procedure. Longevity assessment and further analysis were normal with no other anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.